Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under an ECG electrode. The patient's doctor instructed the patient to use cortisone cream for the irritation. After using the cream, the patient reported that the irritation healed.